Event description:
It was reported that an alert/notification settings issue was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was cooking breakfast in the kitchen, and suddenly lost consciousness (passed out). The patient's husband found her passed out on the floor and called the paramedics. After the patient regained consciousness, she saw the paramedics attending to her while her husband was nearby. Emt (emergency medical technicians) treated her with glucose IV. She does not recall much of what happened but knew she was hypoglycemic and that they gave her glucose IV. She also mentioned that one of the emts said they saw "sensor fail" error on her cgm (continuous glucose monitor) receiver display device. She stated she did not hear an alert "I didn't hear it beep." It was not specified nor clarified if the patient was referring to not hearing an alert/alarm that the sensor had failed or if the patient was describing not having received an alert/alarm warning her of hypoglycemia due to the sensor failure and not being in an active sensor session, therefore not receiving readings, alerts, or alarms. After the paramedics left, she checked her dexcom and it still said, "sensor fail". After she recovered and was stable, the paramedics left. At this time, the patient removes the sensor due to the sensor failure error and puts on a new one. At the time of the report the patient felt good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4).